Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-02478. It was reported the patient experienced a fever, as well as pain and drainage at the drg lead trial insertion site. The patient was prescribed antibiotics during the course of the trial, but reportedly only took them for two days. Computed tomography (CT) scan results showed the patient was negative for an infectious process, and the physician prescribed more antibiotics. The patient reported on (B)(6) 2018 that she was ¿feeling better.¿